Event description:
Reportedly, the device was explanted in 2009, originally implanted in 2006. The device was explanted due to ¿improper placement or alignment.¿ stent post was blocking out flow tract, and caused constriction of the papillary muscles..

Manufacturer narrative:
Conclusion: device evaluation anticipated, but not yet begun. Improper placement or alignment.

Manufacturer narrative:
Evaluation: "moderate to heavy host tissue overgrowth was observed on the stent on the inflow and outflow aspects. Host tissue overgrowth was present on the tissue on the inflow and outflow aspects, encroaching into the orifice by 6-7 mm and 5 mm, respectively. Leaflets were fused at all commissure posts on the outflow aspect. Minimal calcification was noted on the cusp of leaflet two and three. Moderate to heavy calcification was found on the free margin of leaflet one and two. Host tissue overgrowth and calcification reduced leaflet mobility and thus led to stenosis. Moderate calcification was noted on the x-ray. "